Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally delivered too much insulin by incorrectly entering bolus values into calculator. The customer experienced a low blood glucose level of 53 mg/dl. Customer consumed glucose tablets and carbohydrates to address bg. Reportedly the customer continued to use pump for insulin therapy.